Manufacturer narrative:
The devices sc-1216 serial number 803169 and the sc-2218-50 serial number 7171068 and 7163596 were not returned for analysis. However, a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7171068, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7163596, UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7171068 UDI: (B)(4) product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7163596. UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.